Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise and baseline shifts from the subcutaneous implantable cardioverter defibrillator (s-ICD) when programmed in primary sensing vector. Boston scientific technical services (ts) was consulted and noted the recorded episode shows non physiologic artifacts in combination with a sudden loss of cardiac signal and baseline shifts. Ts explained that this noise is a result of sudden changes in the impedance pathway of the sensing vector. Ts discussed potential causes and suggested troubleshooting along with obtaining x-ray images. The current sensing vector remained the same, even though the shock occurred several months earlier. Subsequently further programming options were discussed to decrease likelihood of additional inappropriate therapy. Additional information was received that x-rays were taken and showed no abnormalities. The troubleshooting steps recommended by ts were completed and no cause could be identified. The s-ICD sensing vector was reprogrammed from primary to secondary. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.